Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to excessive force applied by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the jaw of the grasping forceps broke inside the patient when the user grasped a stone during stone lithotripsy in the bladder. The device was inspected before use and there were no issues. The therapeutic procedure was completed with a stone punch without any delay. The physician ensured that no parts of the grasping forceps had fallen inside the patient. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.